Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The hernia was diagnosed after the start of pd therapy on an unknown date; and, it was unknown if it had worsened with apd therapy. The cause of the hernia was unknown. The patient was hospitalized for the hernia along with other medical conditions. During hospitalization the patient underwent a surgical procedure to repair the hernia. Apd therapy was discontinued after the hernia surgery and the patient was switched to hemodialysis. Seventeen days after admission, the patient was discharged from the hospital. At the time of this report, the patient remained on hemodialysis and was recovering from the hernia event. No additional information is available.